Event description:
A malfunction alarm was reported with code malf 0, but no notable events occurred before the incident. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions to reset the pump, after which the malfunction did not recur, and the customer was advised to continue using the pump and contact support if the issue reappeared.